Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, opening, delamination. Leak test was performed and found opening on anterior and delamination on diaphragm valve. A microscopic analysis was performed which identifyied delamination and two striated opening on anterior side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure and two striated opening on anterior due to surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.